Event description:
This is a case report received on (B)(6) 2012 by the baxter (B)(4) customer service line. The patient contacted the customer service line reporting that when she performed dialysis on (B)(6) 2012 during bathing, the transfer set came loose from the connection to the catheter and the patient then reconnected it. On (B)(6) 2012 the patient was diagnosed with peritonitis. The peritonitis was treated empirically with cefazolin and amikacin for 14 days with good response. The etiologic agent was not identified. The patient was reported to have recovered.

Manufacturer narrative:
(B)(4). This complaint was not confirmed, no root cause can be determined. Complaint text indicates a separation occurred between the transfer set and patient catheter adapter. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was discarded. Should additional information become available, a follow up MDR will be sent.